Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained when the medical surveillance specialist reviewed the call recording. It was not reported when the alleged meter inaccuracy began however the reporter stated that at an unspecified time on (B)(6) 2020, the patient obtained an alleged inaccurate high blood glucose reading of "155 mg/dl" with the subject meter. The patient manages his diabetes with insulin. During the call, the reporter claimed the patient had been taking more insulin and eating less as a result of the alleged issue. The reporter stated that at around 6:00 pm on (B)(6) 2020, after the alleged issue began, the patient developed symptoms of "sweating, weak, incoherent and can't walk by himself;" symptoms he associated with a low blood glucose excursion. The reporter claimed the paramedics were called for assistance. The reporter claimed the patient's blood glucose tested "38 mg/dl" on the paramedic's device. It was not specified what treatment was received by the paramedics. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca walked the reporter through a control solution test and the result fell outside of the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.